Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the user was unable to issue medication. A technical support specialist checked myqlink and found no record of a transaction requesting the medication for the patient; instructed the user to recreate the request, after which the medication was successfully issued without issues, resolving the problem. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication but the drawer would not open. Customer requests the pull or validation code from pharmacy, but it's still not allowed user to issue the medication. The customer stated that they were unable to issue the medication oxycod/apap 5 325mg tab to patient. There were no adverse events or injuries reported based on this event.